Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode in which there was observations of oversensing due to the premature ventricular contraction (pvc)s being counted as sensed beats. Auto setup was ran and the device chose secondary vector and was previously programmed too primary. It was noted that the device took four shocks and had difficulty converting. Subsequently, the physician surgically abandoned the s-ICD system and implanted the patient with a transvenous system. Therapy was de-activated for the s-ICD. No additional adverse patient effects were reported.